Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly. No unexpected pump error 4 alarm found during testing or in the pump history file.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Self test was performed and received hardware low level failures (pump error 63). Customer was able to clear the alarm, rewind the insulin pump and passed the displacement test. Customer was assisted with self test and did not pass. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.